Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the patient had a clotting disorder; coagulopathy. The physician did not blame the stent graft or procedure for the event.

Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak, as well as the late endoleak seen at the conclusion of the procedure, could not be determined from these 2 returned still angio images. The anatomy at implant is unknown, and additional angio images during this emergent procedure were not available for return. The bifurcate was positioned approximately 5mm below the lowest left renal artery. Using the calibrated catheter seen within the devices, the bifurcate proximal od measured approximately 24mm l-r. Another manufacture¿s stent appeared to have also been implanted into the bifurcate aortic body. One of the images showed contrast outside the stent graft; primarily coming from along the right side near the level of the flow divider. The other image did not show any obvious contrast outside the devices. It is possible that this was a type IV endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. This also may have been anatomy related from a type ii endoleak. The cause of the proximal type I may have been related to the reported stent graft undersizing or due to lower than planned placement of the bifurcate. Assessment of the stent graft sizing could not be determined from the images provided. Other than the contrast seen outside the device on one of the films, no other obvious issues were observed from the films. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii's stent graft system was implanted in a patient for the endovascular treatment of the pre-operative rupture of 5.5 cm abdominal aortic aneurysm. The length of the proximal neck was 2cm. It was reported that the patient was undergoing an emergent thrombectomy when their abdominal aortic aneurysm ruptured. A reliant balloon was placed to occlude the aorta. The physician implanted an endurant iis device along with 16mm limbs. The physician opted to forgo ballooning the stent grafts and an angiogram was performed. The angiogram showed a type ia endoleak. The physician placed another manufacturer¿s stent and the type ia endoleak resolved. However, another late endoleak was observed. Ballooning was performed but the unknown endoleak remained and the procedure was completed. The physician believes that the late endoleak was either a type ii or a type IV endoleak. It was also noted that there were multiple lumbar arteries. The patient subsequently expired. The physician stated that the cause of the type ia endoleak was due to a short neck length and undersizing of the endurant stent graft. No additional clinical sequelae were reported.